Event description:
It was reported that a pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. The customer replaced the pump's cartridge to resolve the issue, and the pump resumed normal operation. Technical support provided tips for preventing altitude alarms, which the caller understood and acknowledged.